Event description:
It was reported that the 9600+ system presented a ma too high error on the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Performed a filament calibration. The system was tested and found to be working as intended and placed back into service.